Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The data logs showed no evidence of optical sensor failure with no major placement signal alarms/events occurring. Therefore, it was determined that no optical signal issue occurred during the case. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the pump had signal loss which prompted the team to explant at the end of the surgical procedure. No patient harm was reported.